Event description:
It was reported that pump displayed malfunction code no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was given instructions to reset pump, and malfunction did not recur after reset, so customer was advised to continue using pump.